Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a distal lesion in the right coronary artery with mild tortuosity and mild restenosis. A 3.5x38mm xience alpine stent delivery system (sds) was advanced to the lesion, but was unable to cross the lesion due to a previously implanted unknown stent and the patient anatomy. On attempting to withdraw the sds from the anatomy, the stent caught on the edge of the guide catheter and the stent flared. The sds and the guide catheter were removed as a single unit from the patient anatomy. The procedure was successfully completed by advancing a new guide catheter, a guide catheter extension and deploying a new 3.5x38mm alpine stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was confirmed and the reported difficulty to remove (guiding catheter) was confirmed through observation. The reported failure to advance could not be replicated in a testing environment as it was based on circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the previously implanted stent and difficulty anatomy causing the reported failure to advance. The device then interacted with the guiding catheter during removal causing the reported difficulty to remove and subsequent material deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling.